Event description:
It was reported that the device was unable to be interrogated and exhibited premature eri. The device was explanted and replaced.

Manufacturer narrative:
The reported no communication and premature eri was confirmed in the laboratory. The device was tested on the bench and using our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the battery depletion could not be determined.